Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On august 17, 2022, the endoscope support specialist (ess) was on-site to perform a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes and infection control per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. As the customer currently uses a non-olympus scope buddy for manual cleaning the ess recommended items for the correct reprocessing steps with the facility. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) warns against insufficient reprocessing as follows. ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ IFU (reprocessing manual) mentions the reprocessing steps in ¿4.2 workflow for manually cleaning and disinfecting endoscopes and accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation as there was no report of non-conformity of the device. The ess performed training and confirmed with each technician that they understood the endoscope reprocessing process.

Event description:
The olympus endoscopy support specialist (ess) became aware that one of the techs at the user facility was not attaching the endoscope to the scope buddy for adequate flushing of the endoscope channels during manual cleaning. It was unknown how long this had been happening or how frequently. The director of perioperative services requested endoscope reprocessing refresher training for staff due to the observation. There has been no report of patient harm or infection due to this occurrence. Additional details have been requested. At this time, no additional information has been provided.